Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to check reagent, sample probes and syringes but the customer stated that everything appeared fine. The cts advised the customer to perform cleaning procedure of the cc (cartridge chemistry) side sample probe by using bleach as a test sample while running the diagnostic level sense test. Quality control was run after performing the recommended troubleshooting procedures but results indicated that the problem was not resolved. A beckman coulter fse (field service engineer) was dispatched and replaced the cc sample probe and cc reagent syringe plunger. The fse indicated that the sample probe was the primary issue. Failure mode is hardware and replacing the cc sample probe resolved the issue.

Event description:
The customer reported obtaining one (1) erroneously low ck (creatinine kinase) result involving the unicel dxc 600i synchron access clinical system. The customer stated that an original ck result of 9 iu/l was obtained and a result of 89 iu/l was recovered when the sample was repeated on an alternate dxc instrument. The customer indicated that the original run included myoglobin and troponin I results which were obtained from the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. No erroneous results were reported out of the laboratory. The customer stated that the 89 iu/l repeat result was reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer reported that qc (quality control) results have been out of range for multiple cartridge chemistries. A review of the provided qc results confirms the customer's statement with ck qc results failing at greater than 3 standard deviations which came back into the laboratory's established range upon repeat on (B)(6) 2013.